Event description:
Per the clinic, the device was explanted due to infection the device was explanted (B)(6) 2012. It is unknown if there are plans to re-implant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted on (B)(6) 2012 with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.